Manufacturer narrative:
Continuation of d10: dtba1d1 crt-d, implanted (B)(6) 2015. 419478 lead, implanted (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for out of range pacing impedance and increased rv and superior vena cava (svc) defibrillation impedance. It was noted that there was a confirmed fracture of the lead. It was further reported that there was a suspected high voltage rv coil and svc coil fracture. It was additionally noted that during the laser lead extraction of the rv lead, the previously capped left ventricular (lv) lead was partially removed leaving a fragment in the coronary sinus. It is not known why the lv lead was previously capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported from information obtained from follow-up that the entire left ventricular (lv) lead was not able to be removed due to a difficult lead extraction and that the lead was cut by the laser sheath during the attempted extraction.